Event description:
See initial report.

Manufacturer narrative:
The electronic gas blender was disinfected, opened, cleaned, checked and tested. The complained error could not be confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2013 and no other similar events have been reported. The most probable root cause was an intermittent electrical failure, such as bad connections and a poor/false contact, may have contributed to the instance experienced by the customer. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in united kingdom. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender failed during bypass which resulted in no gas flow through the blender. There was an error "fault in ad transformer (e15) which subsequently appeared. There is no report of any patient injury.